Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "pump failed". Reportedly, the customer reverted to manual injections. Multiple attempts were made by tandem technical support; however, the customer did not respond. There was no reported impact to the customer's blood glucose level.